Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It should be noted that the mitraclip system instructions for use states: ¿lock the clip¿ and warns ¿failure to lock the clip may result in loss of leaflet capture and insertion. Loss of leaflet capture and insertion may result in inadequate reduction of the mitral regurgitation and may result in a single leaflet device attachment (slda).¿ the investigation determined the reported clip opened while locked appears to be related to the user error. The reported improper or incorrect procedure or method was due to the user error of not locking the clip prior to lock line removal. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Device code (B)(4): failure to follow steps / instructions.

Event description:
This is filed to report unintended movement. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was deployed on the mitral valve. A second clip was inserted and placed on the mitral valve. However, while removing the lock line, it was observed the clip had opened to roughly 60 degrees. It was noted while initially closing the clip, the physician may not have locked the device at 60 degrees. To deploy the clip, the arm positioner was turned, and the clip arms were reclosed. The clip was successfully deployed, and the clip arms remained closed. Mr was reduced to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.